Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered incorrect correction factor settings while setting up the replacement pump. Blood glucose was 248 mg/dl. Customer consulted with a healthcare provider to correct the settings.